Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0te4m, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that they had a sudden return of symptoms following a fall in (B)(6) 2015. The patient had slipped on their driveway and fell to their knees. The patient stated they had not told their hcp about the fall, but the health care provider (hcp) had told them to try their other available programs 3 and 4 and if they were still not getting relief the hcp would call the company representative to come out to the office and meet with the patient. During the complaint call the patient was on program 3 at 1.5 volts. Two weeks later the patient noted in follow-up that a company representative had helped them change the program to 3 as a step that to try and resolve their return of symptoms, but the issue had not completely resolved. They added that the company representative had helped them to recognize the fact that their fall in (B)(6) 2015 could have caused malfunction in their device and so they had made an appointment with their hcp to have it checked. At that time they were waiting on an appointment. The patient's indications for use of the stimulation system were gastrointestinal/ pelvic floor <(>&<)> urinary dysfunction/ sacral nerve stimulation. The results of the planned appointment and patient outcome remains unknown. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.